Event description:
Patient developed mrsa infection of hmii, device explanted, with ejection fraction of 40% to 45%. Recurrent ventricular tachycardia secondary to hmii induced septal shift. Another device was not implanted.